Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions on how to do so, ensuring the customer could continue using the pump. The customer was advised to contact technical support again if the malfunction code recurred, which was understood and acknowledged by the customer.